Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right side rupture and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on radius, yellow particles on the shell, white biological tissue in the shell, and crease fold. Leak test and microscopic analysis was performed which identified, a striated opening on radius and a sharp opening on posterior. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on radius assessed, as surgical damage. A sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, "right side rupture. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Device has been explanted.